Manufacturer narrative:
Section b5: additional information. Manufactures investigation conclusion: the root cause of the reported low flows and a direct correlation to the vad could not be determined. The center reported that the patient was asymptomatic during the events. The patient was also reported to have right heart failure, which may have been slightly related to the vad, however the patient was also noted to have had the right heart failure prior to vad implant. Review of the submitted log files confirmed multiple low flow events, several of which lasted long enough to result in an alarm. The events occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm and showed corresponding elevations in pi. The pump operated at the set speed for the duration of the log files and appeared to be functioning as intended. It was reported that the low flows were ultimately resolved by controlling the patient¿s medications and blood pressure. The patient remains ongoing on vad support and no further issues have been reported. No additional information provided. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications.

Event description:
It was reported that the low flow alarms were resolved by controlling medication and bood pressure. Right heart failure was slightly related to vad with peripheral edema. The patient had the right heart failure preop. The pump and system were operating as intended. No further information provided.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has multiple low flow alarms recorded; therefore, doctors are considering updating the software for low flow alarm 2.0 but have not done so. The patient is asymptomatic. Additional information reported that the patient has right heart failure and the doctor seems to have trouble adjusting the speed. There is no increase in lactate dehydrogenase (ldh). The possible cause of low flow alarm is volume control and the doctors are trying to manage the output. No additional information provided.